Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿the pump received error message 41786 which typically means a problem with the pump's main board¿ was confirmed through pump records inspection. The cause was a faulty printed wiring assembly (pwa). The pwa was replaced, and the device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump received error message 41786, which typically means a problem with the pump's main board. The pump has never been used. There was no patient involvement.